Event description:
Emergency medical technician's responded to a person described as in cardiac arrest. The pt was connected to the device but, according to the rptr, the device continuously alarmed "connect electrodes" and would not analyze the pt's rhythm. The rptr stated electrodes were changed but the device continued to alarm and would not analyze the pt's rhythm. The local emergency medical technician arrived with a backup defibrillator/monitor and transported the pt to the local hosp. The pt was not resuscitated.